Event description:
34 cc balloon was inserted during surgery when the pt had difficulty coming off bypass. The physician had difficulty inserting the balloon due to the pt's size and anatomy. An attempt was made to insert the balloon in the right femoral artery but was unsuccessful. The balloon was inserted in the left femoral artery with difficulty. After 30 hrs of pumping, the console alarmed kinked line," and blood specs were noted in the extracorporeal tubing. The balloon was turned off and discontinued. Also at that time the pt had lost pulses in both feet, and both feet were cyanotic. After the balloon was removed, the pt went back to surgery for emergent bilateral femoral bypasses.